Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: university hospitals health systems). A supplemental report will be submitted upon completion of our investigation.

Event description:
It reported that the cardiosave intra-aortic balloon pump (iabp) was continuing to turn off. No patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial rep name and email), h3, d9, h6 (type of investigation, investigation findings, investigation conclusions, medical device ¿ problem code), e3. Site contact sam welwolie bmet stated that the device would intermittently shut down, he also stated that he found fault codes 111, 112, and 118. Site contact stated that he replaced the executive board. Then, the unit was getting alarm ¿power-up test fails code 10¿. The field service engineer (fse) verified alarm ¿powerup test fails code 10¿. As per service manual b.17, software needed to be installed. All previous error logs and faults were gone. Previous logs and intermittently shutting down not verified. The fse installed b.17 software and perform all calibrations and testing. Device passed all performance and safety tests according to factory specifications. Unit cleared for use.